Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference interal complaint ID (B)(4), cross reference interal complaint ID (B)(4), cross reference interal complaint ID (B)(4), cross reference interal complaint ID (B)(4), cross reference interal complaint ID (B)(4).

Event description:
It has been reported that metal shavings may have detached from the scope. Metal flakes/ shavings were visible on the endoscope's surgical image. These were floating around in the ventricular space. It was not clear whether these came from the endoscope itself, the instruments used, or another source. Concomitant device filed under internal complaint ID (B)(4), concomitant device filed under internal complaint ID (B)(4), concomitant device filed under internal complaint ID (B)(4), concomitant device filed under internal complaint ID (B)(4), concomitant device filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on february 24, 2026. It will be forwarded to the manufacturing site for investigation. This event is filed under internal complaint ID (B)(4). Cross reference interal complaint ID (B)(4). Cross reference interal complaint ID (B)(4). Cross reference interal complaint ID (B)(4). Cross reference interal complaint ID (B)(4). Cross reference interal complaint ID (B)(4).